Manufacturer narrative:
On 17-oct-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. Device evaluation details: visual analysis of the returned sample revealed the shaft was bent. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record evaluation was performed for the finished device 00001970 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was not confirmed. It should be noted that product failure is multifactorial. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 10-nov-2022, bwi received additional information regarding the event. There was no break/separation of hemostatic valve. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. The product was returned for analysis. The sheath was used on the patient. Air did not enter the patient¿s body. It was a very little bleeding and the physician confirmed that no treatment was required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter name and address: initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. Regurgitation occurred from hemostatic valve after insertion to the patient¿s body. Regurgitation occurred when the catheter was removed. The procedure was continued as it is. The procedure was completed without patient's consequence. Hemostatic valve leak is MDR-reportable.